Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump did not warn of having a low reservoir. Customer's blood glucose went from 600 mg/dl and woke up with blood glucose of 57 mg/dl. Customer treated low blood glucose with food. Customer declined to troubleshoot for high and low blood glucose readings. The product will be returned for analysis.